Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The company is seeking this information through the event investigation.

Event description:
It was reported that the vad coordinator found a loosened power connector on the patient controller. The controller was replaced. The patient tolerated the exchange without issue.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. One controller ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via visual inspection. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection because the controller port one (1) connector was found loose from controller housing with the o-ring gasket missing. The supplier has opened and internal investigation for loose power connectors. The most likely root cause of the reported event can be attributed to a shift in the manufacturing process.